Event description:
In 2008, the lay user/rptr (pt's sister) contacted lifescan (lfs) alleging that a onetouch ultra meter was reading inaccurately high. The complaint was classified based on the customer svc rep (csr) documentation and recorded phone conversation. The pt gets his blood glucose tested four times a day by a home hlth nurse and manages his diabetes with sliding-scale insulin taken based on meter results. On the day prior to reporting to lifescan at 8:41 pm, the rptr stated that she first noticed the meter reading inaccurately high when the home hlth nurse tested the pt's blood sugar on both the lfs meter and on the nurse's meter. The rptr claimed blood glucose results of "380 mg/dl" with a lifescan meter and "240 mg/dl" on another meter, performed within 30 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30mg/dl. According to the rptr, the home healthcare professional (hcp) have been administering insulin for the pt based on the lfs meter results for the past week prior to the alleged meter issue. On that day at 8 am, the rptr stated that the pt "passed-out" and his blood glucose reading on the lfs meter at the time was "280 mg/dl". As a result, the firemen and paramedics were called for assistance. At 8:15 am, the firemen arrived and tested the pt's blood glucose three times (back-to-back testing) with the lfs meter and the following results were obtained: 185, 187 and 188 mg/dl. At 8:30 am, the emergency medical svs arrived, tested the pt with their own meter and obtained blood glucose "22 mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt was reportedly started on IV glucose and was admitted to the nearest hospital around 8:45 am. The pt's blood glucose on the hosp's device showed "30 mg/dl", and he was reportedly given orange juice and a glucagon injection. It is unk how long the pt stayed at the hospital and whether the pt was treated for other health conditions. The unit of measurement was set correctly to mg/dl at the time of testing. The testing technique and cleaning of the puncture area was correct at the time of testing. However, the pt did not code the meter correctly (user error), which could possibly lead to false blood glucose results. The pt's prods have been replaced. This complaint is being reported because the pt claimed he obtained an allegedly inaccurate high reading on his meter, administered treatment based on the alleged reading and reportedly had to be treated in the hospital for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or stirps is returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.